Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of device, noise causing pacemaker mediated tachycardia was noted. It was unclear if the atrial lead noise was noted before a generator change on (B)(6) 2019. Isometrics and device manipulation could not reproduce the noise. The device was reprogrammed. The patient was stable during and after the programming change.

Event description:
New information noted that the lead was capped and replaced on (B)(6)2019 due to noise.

Event description:
New information noted that the patient was stable before, during and after the procedure.